Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "this is the complaint from the market. When inserting sonosurg into the ctr05, the user heard abnormal noise. The endoscopic image showed a broken piece of the septum in the body. The piece could have fallen into the body when the septum came in contact with the tip of sonosurg and got damaged." Patient status - "the patient was not injured."

Manufacturer narrative:
Investigation summary: the cannulas of two ctr05 units were returned for evaluation. Upon inspection, engineering confirmed there was no visible damage to the first unit and a portion of the septum had been torn off from the second unit. No other damages or defects were noted to the unit. A review of the manufacturing records for this lot confirmed that the products passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal of the second unit appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.